Event description:
A surgeon has reported that a memory lens iol device (presumed to be a u940a model) implanted in an unspecified pt's eye has since opacified. Request has been made for add'l info; however, no further info is available at this time.

Manufacturer narrative:
As there was no product or lot number provided, no detailed investigation can be performed.